Event description:
It was reported by service report that the bed was stuck at high height and would not lower. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: bed was out of calibration.